Manufacturer narrative:
Patient and implantation details unavailable at the time of this report, this report is submitted on april 10, 2017. (B)(4).

Event description:
Per the clinic, the patient experienced an infection at the abutment site and was treated with topical antibiotics (date not reported). The patient underwent revision surgery in (B)(6) 2017 (exact date not reported), to remove the abutment. It was also reported the skin was revised during the abutment removal.